Manufacturer narrative:
The device was returned to zoll medical corporation and performed to specification. The customer stated that the clinician was using the patient's body movement to indicate if a shock had been delivered. Patient movement, (twitching, jumping, or convulsion) upon discharge is not a basis to determine if a shock has been delivered. The device is designed with visual and audible prompts which indicate that a shock is ready. The device will then cease the audio and visual prompts and indicate that a shock had been delivered. Review of the device's activity log showed that the device had discharged 11 times to the patient successfully. The device passed all testing, was recertified, and returned to the customer. The internal paddles were not returned as part of this investigation. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate an (B)(6)-old, male patient, the device failed to discharge on a patient via internal handles. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.